Event description:
It was reported that the right ventricular (rv) lead pacing impedance and shock impedance measured high out of range. The pacing impedance was greater than 3000 ohms while the shock impedance was greater than 200 ohms. There were inappropriately stored ventricular episodes on the implanted cardiac resynchronization therapy defibrillator (crt-d) due to oversensing of noise on the rv channel. This noise was recreated with isometric testing. Loss of capture (loc) was found on the rv lead as well. Technical services (ts) advised lead replacement as well as deactivation of the device as the lead would no longer be effective at providing therapy. A revision procedure has been scheduled. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further analysis.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance and shock impedance measured high out of range. The pacing impedance was greater than 3000 ohms while the shock impedance was greater than 200 ohms. There were inappropriately stored ventricular episodes on the implanted cardiac resynchronization therapy defibrillator (crt-d) due to oversensing of noise on the rv channel. This noise was recreated with isometric testing. Loss of capture (loc) was found on the rv lead as well. Technical services (ts) advised lead replacement as well as deactivation of the device as the lead would no longer be effective at providing therapy. A revision procedure has been scheduled. No adverse patient effects were reported. Currently, this lead remains in service.